Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring depression, anxiety grief and severe abdominal bloating. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, and urgency. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6). (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that due to pain, erosion, infections, neuromuscular problems and bleeding, patient underwent trimming of mesh on (B)(6) 2002, partial removal of mesh on (B)(6) 2002, partial removal on (B)(6) 2010 and mesh explantation on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.